Event description:
The device was implanted on 1/23/1991. Patient developed a bursitis over instrumentation. The device was explanted on 04/08/1992 at which time it was noted that the "instrumentation was solid and intact" and the fusion was solid.